Manufacturer narrative:
Findings: pump received with intermittent up button response due to corroded keypad trace. Pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer doesn't recall any significant event leading to the keypad issue. Customer was having problems with the up arrow and today is not working at all. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.